Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device changeout, the physician fully inserted the right ventricular (rv) lead into the port. When the physician went to turn the setscrew, it never made the "click" the locks in the lead. The physician kept turning and no click. Due to the setscrew not working, the physician requested a new device to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.